Event description:
"The connection of the flush bag to the 3 way luer lock of the sheath, the flush bag was found disconnected resulting in hemorrhage resulting in death." The user facility medwatch report number has been requested several times, but has not been received. Follow-up communication with the user facility resulted in add'l info being rec'd in march 2006, which stated: "pt was 2.5 hours post pci/stent awaiting sheath removal. Pt in recovery room, awaiting act to come down to <160 seconds for sheath removal post pci. Pt arrived in recovery room 1307 hrs and vs and groin check was performed at 1515 hrs, and at 1530 hrs sheath found disconnected from heparin flush bag and bleeding noted, stopcock on sheath turned off to the pt and bleeding stopped." Reportedly, fluids and dopamine were administered, transfusion was initially refused for religious reasons, but consent was eventually obtained. The user facility discharge summary states: "despite 2 units of packed red blood cells and approx 3 units of saline, blood pressure remained low. EKG showed sinus rhythm at 89 beats per minute with new right bundle branch block. After prolonged attempts were made for resuscitation, which failed, pt was declared expired at 5:40 p.m."